Event description:
It was reported high impedance readings of greater than 4000 ohms were read on some of the bipolar pairs. Intraoperative case was ran at 2 volts and combinations showed greater than 4000 ohms, and when reran at 3 volts, it also showed greater than 4000 ohms. The lead was cleaned and reinserted and there was no motor response. The healthcare provider wanted to retest and possibly replace the lead or implantable neurostimulator. It was noted the case ended well after replacing the ins, impedances were within normal range. It was reported the ins was replaced and everything checked out fine. The product was planned to be returned to the manufacturer. It was reported the device was being returned due to intraoperative impedances on some pairs that didn¿t resolve until the ins was replaced.

Manufacturer narrative:
Analysis of the ins found it was functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant: product ID 3889-33, lot# va0at7v, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).